Event description:
On (B)(6) 2011, a neurotherm sales rep received a call from a facility stating that a pt had been burned at the location of the grounding pad. The pt was consciously sedated during the sacroiliac radio frequency procedure. The burn was described by the facility as a second degree burn. On the same day, the facility provided pictures of the burn and grounding pad to neurotherm. On (B)(6) 2012, the neurotherm sales rep picked up the products in question at the facility and returned them to neurotherm. Additionally, the data files were copied from the rf generator.

Manufacturer narrative:
The treatment of 14 sets of three lesions is uncommon and would contribute to increase heat at the grounding pad which could have lead to the burn. Additionally, the grounding pad may not have been applied to maximize surface area contact. Currently the labeling states in the warning section "failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location. Check the pad contact thoroughly before treatment, and stop treatment immediately and check grounding pad contact if measured impedance is >800 ohms or any significant impedance rises (>100 ohms) are observed during rf delivery."